Event description:
Reported issue: during case with patient intubated they noticed that there was a leak in the cuff and they needed to change it out for another tube. There was no reported injury and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.